Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during a bolus. The customer's blood glucose was 125 mg/dl. Troubleshooting was performed to find out what caused the insulin pump to alarm. Customer was advised to disconnect at the quick release, perform a fixed prime, and insulin didn't exit and the device alarmed again. Then the customer was advised to disconnect the reservoir form the insulin pump, then disconnect and reconnect the reservoir and infusion set at the tubing connecter. He then attempted to push insulin through the tubing using a reservoir plunger. Customer stated the insulin did exit but there was a greater than normal resistance. The customer was advised the alarm was caused by an infusion set and reservoir connection. Customer was advised to replace both the reservoir and the infusion set. The customer declined to send the reservoir back for analysis.